Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same day as onset, the pt was started on hemodialysis, while still doing some back-up pd with antibiotics. On this same day, the pt was treated with vancomycin (2000 mg, frequency not reported) through hemodialysis for peritonitis. Three days later, pd therapy was discontinued due to the peritonitis and it was reported that the pt was ¿not a good candidate for pd¿. Eight days after onset of peritonitis, the pt was admitted to the hospital for another indication. At the time of this report, the peritonitis was resolving, the pt was recovering from the event and the pt was in rehabilitation (not further specified). Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14c29031 and h14b28084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.